Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 42 first prime pulses and was automatically deactivated at 1481 pulses, when the pump expired. Inspection of the needle mechanism did not find any damage. The download data did not show any timeouts or drive stalls during the run. Damages found on as well the exterior part as on internal components could be determined as post use damage. Data download showed a 0x1c alarm, indicating that the pump had expired.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.